Event description:
Report received of an overdelivery. The secondary line of the pump was programmed to deliver 20 meg of kcl in 100 ml at a rate of 100ml/hr. After 15 minutes, the rn noticed the infusion was complete. The pt complained of pain in the left arm at the IV canula insertion site. The pt was treated with cool compresses. There was no reported adverse pt sequelae. The pump was removed from clinical service. Though requested, no further info was provided.